Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent revision surgery to replace abutment on (B)(6) 2012.